Event description:
On an unspecified date a female pt with histologically confirmed early-stage non-small cell lung cancer (nsclc) stage t1n0m0 tumor, 1.4 cm in diameter, and with concurrent diseases of liver transplantation recipient and alpha-1 anti-trypsin deficiency, was treated with CT-guided permanent interstitial brachytherapy with 125-I seeds (45 seeds, 8 needles, activity per seed 0.54 u). The pt developed acute combined pneumothorax and hemothorax (780 cm3) and required drainage which was performed during the procedure. The outcome was not reported. R martinez-monge, m pagola, I vivas, jm lopez-picazo. CT-guided permanent brachytherapy for pts with medically inoperable early-stage non-small cell lung cancer (nsclc). Lung cancer 2008 (doi:10.1016/j.lungcan.2007.12.016).

Manufacturer narrative:
.